Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient was having accidents and burning with urination and they didn't feel stimulation since (B)(6) 2017. The patient last checked their ins with their programmer a few days ago. It was stated the doctor checked the ins about a month ago. The patient went to the emergency room on sunday and they did not have a urinary tract infection (uti). The patient has an appointment with their doctor on (B)(6) 2017. No further complications were reported as a result of this event. Additional information received as patient reported that implant being old and having the frequency on high all the time. They had received a new stimulator on (B)(6) 2017 through replacement surgery. Issues with feeling no stimulation, burning sensation and accidents had been resolved.